Event description:
A nurse reported a vacuum failure during a procedure. The pt involved was under general anesthesia when the event occurred. The procedure was completed with the same system. However, the nurse did not give any details of how the procedure was completed. There was a reported delay of one hour. There was no pt harm or injury reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).